Manufacturer narrative:
Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to a software issue. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf188) indicating a safety assert system fault. There was no patient harm or serious injury reported as a result of this incident.

Event description:
It was reported to resmed that an astral device displayed an error message (sf188) indicating a safety assert system fault. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to a resmed authorized third party service center. Review of the error logs confirmed the reported complaint. The main circuit board and pneumatic block were replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).